Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device - very calcified necrotic lesion. No results available since no evaluation was performed - device or procedural images not received. Conclusions: device not returned. Device failure related to patient condition - very calcified necrotic lesion. Unable to confirm complaint - device or procedural images not received. (B)(4).

Event description:
It was intended to treat a very calcified, narrow necrotic lesion in a native artery with an nc sprinter balloon dilatation catheter. It was reported that the nc sprinter balloon burst due to anatomy and lesion difficulty and after trying a number of products, the case was aborted as all products failed in treatment. No clinical sequelae were reported for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was intended to treat in-stent restenosis of two unknown brand stents with a 3.0x12mm nc sprinter balloon dilatation catheter. The area to be treated was described as a moderately calcified and tortuous lesion exhibiting 80% stenosis in the mid rca. The nc sprinter device was inspected prior to use with no issues noted. It is reported that during the attempt to treat the in-stent restenosis with the 3.0mm nc sprinter balloon the balloon burst at 16atm due to the difficult anatomy and lesion. The physician commented that the patient " clearly had a very sharp piece of calcium in there". Attempts were then made to treat the lesion with a number of unknown brand products, but these failed in treatment. The physician was then able to implant a non-medtronic stent in the proximal rca with a good result. No patient clinical sequelae were reported.